Event description:
It was reported that during implant lead helix failed to fully deploy. Helix would only partially deploy and the lead was getting impedance readings. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed. The helix was fully deployed within specification length. Blood in/on helix/lobe mechanism.